Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant the implantable loop recorder (irl) had false episode detection due to loss of contact. The irl remains in use. No patient complications have been reported as a result of this event.